Manufacturer narrative:
There was no patient involved in this event. The PMA number provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a power module backup battery that had just been pulled off the shelf was alarming with a red battery light when it was inserted into the power module. The backup battery was not expired. The backup battery was changed out and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the a red battery light observed on the power module after connecting the power module backup battery was not confirmed as the issue was not reproduced during testing. The power module backup battery (serial number: (B)(6)) was functionally tested and found to operate as intended during analysis. The battery voltage was measured, revealing that it was approximately fully charged. The battery was installed in a test power module and accepted charge without any issues or atypical alarms. The battery supported a test system controller operating a mock circulatory loop and exceeded the runtime specifications. No issues were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. The power module backup battery is manufactured by a third party who maintains the device history records. The heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ and the heartmate power module IFU under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate ii IFU section 3 "powering the system" and the heartmate power module IFU under "introduction" and ¿using the power module (pm)¿ explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. These sections also state that a new power module backup battery provides approximately 30 minutes of backup power in the event of a loss of ac electrical power. The heartmate ii IFU section 8 "equipment storage and care" and section f "safety checklists, and the heartmate power module IFU under "inspection cleaning and maintenance" explain how to care for and clean the power module, and provided checklists for performing routine maintenance of the power module. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.